Event description:
The kinemax tibial insert appeared to be fractured. This event did not occur during a surgical procedure.

Manufacturer narrative:
Summary of evaluation: evaluation could not be performed. Device not returned.